Manufacturer narrative:
An event of a material protrusion was reported. It was reported that during procedure upon recapturing twice a stringy structure noted on device and was presumed to be a thrombus. A returned device inspection, to rule out any device-related issues or anomalies, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the imaging was reviewed by an abbott representative. It appears that a possible cause is sheath particulate". Based on available information, cine review and without the device to analyze, the cause of the reported event could not be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. All steps were performed per instructions for use (IFU). During the procedure the occluder was partially re-captured twice. A stringy structure was noted below the occluder and was presumed to be a thrombus. The patient's activated clotting time (act) level was 323 seconds. The occluder and delivery sheath were removed from the patient and replaced with a new 22mm amplatzer amulet left atrial appendage occluder to complete the procedure. Upon closer inspection of the first occluder it was confirmed that the stringy structure was a piece of thread trapped between the cone, screw and occluder. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant. All steps were performed per instructions for use (IFU). During the procedure a stringy structure was noted below the occluder and was presumed to be a thrombus. The patient's activated clotting time (act) level was 323 seconds. The occluder and delivery sheath were removed from the patient and replaced with a new 22mm amplatzer amulet left atrial appendage occluder to complete the procedure. Upon closer inspection of the first occluder it was confirmed that the stringy structure was a piece of thread trapped between the cone, screw and occluder. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.